Manufacturer narrative:
(B)(4). Information was received from a foreign source who is not required to complete form 3500a. Visual inspection of the returned packaging confirms that the inner lid was adhered on to the outer lid. When the outer lid was peeled the inner lid was pulled apart. There are witness marks on the adhesive seal of the outer packaging, which also indicate that the inner seal was stuck to the outer seal. This device is used for treatment. There are stop gap measures in place in order to prevent this issue happening in the future. Per specified procedure, "as applicable, run inner and outer cavities and check lid stock alignment to the cavity. If incorrect, adjust or realign until proper alignment is achieved." There is also a visual aid in place that gives examples of acceptable and not acceptable sealed packaging cavities. Operator awareness training for this issue was conducted on 8/11/2015. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the inner device packing lid was adhered to the outer device packaging.